Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead was returned in segments, analyzed, and the distal conductor was fractured. It was also noted that the defibrillation coil was fractured, the distal conductor was distorted, the defibrillation conductor was distorted, several conductors were distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical, the outer insulation was torn, and there was blood in/on the helix/lobe mechanism. Visual analysis indicated that the interior rv defib cable fractured at 57.7cm; exposed coil continuity is complete.

Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.